Event description:
The following info was provided by the initial reporter: "we currently use a product called 4, 6, 10 shooter saeed multi-band ligator. Ref# (B)(4), lot# w3049046. Many times that we've used this six shooter, we have been having problems with the black device that pulls the white string through the scope that attaches the shooter to the end of the scope. The black piece has a hook on each end to pull the string through the scope and it keeps breaking so then we can't get the string through the scope." The info provided did not specify a quantity. We have requested a specific quantity related to the "many times" comment. At this time we have not received any clarification. This is occurring during the loading process; the loading catheter was not located inside the pt's body. The pt did not required any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle an/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution. All saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.